Event description:
No new information.

Manufacturer narrative:
A visual and functional inspection was scheduled to be performed. However, the inspection was canceled by the customer and the device inspection was not performed.

Event description:
It was reported that the device will not cool. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.